Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 for a gastrointestinal (gi) bleed. A colonoscopy was performed that showed no signs of active bleeding; the patient experienced painless hematochezia with maroon coloured stools for five days. One unit of packed red blood cells (pbrcs) was administered and the patient's aspirin intake was decreased from 162 to 81 mg daily.